Manufacturer narrative:
Physio-control provided the customer with the various options available to them. Due to the age of the device the customer advised that they would purchase a new replacement unit. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present on the display and that it would no longer power on. There was no patient use associated with the reported event.